Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for ablation procedure. Prior to procedure, the right ventricular lead exhibited diaphragmatic pacing. The lead was explanted and replaced. Physician opted to use the existing lead to assist implanting new lead to avoid puncturing the patient and avoid potential exit block. Patient was stable.